Event description:
Malfunction: misassembeled. A customer reported that a 20gauge infusion cannula was received in the 23gauge custom pak. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).